Manufacturer narrative:
H6: a follow up report will be sent when the investigation is complete.

Event description:
It was reported that the perforator did not stop and plunged the dura. It was further reported that surgeon needed to achieve hemostasis on patient and the procedure was completed successfully. No further information available at this time.